Event description:
It was reported that the display was out which was discovered during pm. No patient was involved.

Manufacturer narrative:
Other, other text: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a corroded drain fitting, a noisy pump, damaged lcd and a cracked tank cover. Functional testing found the connection between the lcd and motherboard was damaged. The root cause of the reported issue was found to be customer impact to the front of the lcd. Replaced the pump, printed circuit board (pcb), drain fitting, and tank cover. The device passed all functional testing.